Event description:
It was reported that two days after the implant procedure, the patient came in to emergency room complaining of nausea and weakness. It was later confirmed that the patient's right atrial (ra) lead had microdislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2014. (B)(4).